Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump had an under delivery alarm. Customer¿s high blood glucose value was 500 mg/dl at the time of incident. Customer¿s current blood glucose value was 351 mg/dl. Customer specified other relevant blood glucose value was 260 mg/dl. The product will not return for analysis.